Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 654838/761433). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced migraine ("migraine"), arthralgia ("joint pain"), mood swings ("mood swings") and fatigue ("chronic fatigue") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with essure removal and surgery. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, arthralgia, mood swings, fatigue or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-jun-2022. The most recent information was received on 28-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 654838/761433) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced migraine ("migraine"), arthralgia ("joint pain"), mood swings ("mood swings") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal, migraine, arthralgia, mood swings and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, medical device removal, migraine and mood swings with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Lot number:654838 manufacture date:2009-07 expiration date: 2012-07. Lot number:761433 manufacture date:2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.